Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the cutting wire of the truetome broke. No part of the device was detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): medical device problem code a0401 captures the reportable event of cutting wire broken. Block h10: the returned truetome 44 was analyzed, and a visual evaluation noted that the cutting wire was detached and blackened. Additionally, the cutting wire was also kinked. The cutting wire was observed under magnification and the cutting wire was blackened, and the cut of the cutting wire was not smooth. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was detached, and blackened. The cutting wire being blackened indicates that the device was energized. Based on the condition of the device, the problem found could have been caused if there was contact between the device and the scope during energization or if the device exceeded the maximum rating of voltage during procedure as per precautions of the device states. Also kinking of the cutting wire can lead to break the wire. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the cutting wire of the truetome broke. No part of the device was detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.